Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges head set is leaky. Caller reported this has been an ongoing issue and does not consider this with a particular lot number. No adverse event reported. Requested return of the alleged cannulas for evaluation.